Event description:
It was reported that a patient implanted with an impella 5.5 accidentally kicked the impella power plug and it became unplugged from the automated impella controller. The nurse quickly plugged the pump back in and support continued.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b "if explanted, give date" corrected.

Manufacturer narrative:
The investigation for temporary pump stop has been completed. The device nor data logs were returned for evaluation. Clinical details noted that while patient was rolling in the bed, they accidentally kicked the impella plug and the pump plug became disconnected from the aic. Pump was able to be reconnected quickly and started back up at previous p-level without issue. The root cause of the temporary pump stop was most likely due to patient movement based on clinical details of patient rolling and accidentally kicking aic plug out of console. Clinical details noted that "pump in aorta" alarms were occurring while on support. Additionally, ao & lv waveforms were lost then returned without troubleshooting. Flow and motor current were not affected.